Manufacturer narrative:
(B)(4). No UDI# as lot# not provided.

Event description:
It was reported that: " cvc inserted and was short for patient noted to have distended chest and neck." Additional information was requested from the customer.

Manufacturer narrative:
(B)(4). Additional information received on 26-jul-2024 indicates no further information can be received as "the reporter did not give permission for their details to be passed on to the device manufacturer." Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "cvc inserted and was short for patient noted to have distended chest and neck.".